Event description:
Consumer reports their new meter giving inaccurate readings also. Kept gettng high readings even though they were feeling weak and sweaty. Called 911 for emt assistance. The reading from their meter (unknown) was very different and was indicative of the way they felt. Analysis run on clark error grid using competitive reading (59) as ref. Point vs. Bd readings (455) yielded data points in the e range of the grid, outside of acceptable limits.